Event description:
A report was received that patient had her precision system explante,d due to an infection at the pocket site. The patient had redness around the pocket site and the incision sites, as well as, "pussing" at the sites. The patient had a fever as well. The physician prescribed antibiotics. A culture was taken, but there are no results available. The patient is reportedly doing well.